Manufacturer narrative:
Continued from medical devices: stopcock. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a syringe pump infusing d10 was programmed to infuse ivf at 11ml/hr however after 1 hour the stopcock on the tubing was noted to be engaged and the pump did not alarm for occlusion. The patient's blood sugar level was 44 and the clinician increased the infusion to 13ml/hr at which time the tubing was unclamped. The patient's follow-up blood sugar level was 102. No glucose bolus was given and the next blood sugar level 4 hours later was 50. The customer stated they feel that the tubing being unclamped resulted in a surge of glucose causing the patient's blood sugar to spike. There was no lasting harm. The facility's biomed completed functional testing on all the syringe pumps and they all passed.

Manufacturer narrative:
The customer¿s report of the device not alarming for occlusion was neither confirmed nor replicated. The pcu event log shows that at 10:01 am on (B)(6) 2018 the syringe module was programmed to infuse d10w and continued until 7:03 am on (B)(6) 2018. The infusion completed several times during this period without any occlusion or other alarms and the syringe was replaced and the infusion restored and restarted each time. The log does not show any instances of the device infusing at 13ml/hr and it only infused at either 11ml/hr or 10ml/hr. The volume recorded as being infused during this period was 217.917ml. Functional testing with the pressure limit setting for no disc set to medium resulted in the device alarming for patient pressure after 8 minutes. The device passed all testing for barrel clamp accuracy, plunger force accuracy and plunger position accuracy. The root cause of the reported event could not be determined.